Event description:
It was reported that there was a connection issue between the patient line of the automated peritoneal dialysis set and the patient line extension during dwell one on the homechoice (hc) machine that resulted in a leak. The home patient (hp) stated they noticed the disconnection after they returned to the machine from using the bathroom. The hp had contacted their registered nurse (rn) and their rn advised them to start over with new supplies. The technical service representative (tsr) assisted the hp in ending therapy to start over with new supplies. During follow up with the hp, it was reported that they had connected the lines tightly and did not notice anything out of the ordinary with the supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.